Event description:
A doctor reported to baxter (B)(4), when a patient was changing their solution bag they found a leak coming from the tubing. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set with no cap (loose in pouch) on spike and no cap on patient connector in reference to leak was received for evaluation. Set was rinsed with 1:10 bleach solution for disinfecting. Functionally hand tightened a japanese lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from hole approximately 1 3/8? From sleeve in closed position.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a cut/slice/hole in tubing; however, a root cause could not be determined.